Manufacturer narrative:
The instructions for use for the geminus® distal radius plating system includes the following warnings: "all screws must be implanted and fully tightened into the plate to maintain the integrity and strength of thefinished construct. If the screws are not attached and/or fully tightened, a non-union, delayed union or construct failure may occur." "The use of power tools for the installation of the screws and pegs is not recommended and may lead to cross threading and damage to the screws and/or plates." Although the devices have not been made available for analysis at this time, likely causes of failure include not fully tightening the screws or deviating from the recommended surgical technique.

Event description:
Two smooth peg locking screws backed out of a patient's geminus plate within one month of implantation, requiring revision surgery.